Event description:
It was reported that a person using the ilet experienced persistent elevated glucose readings over the past month despite following correct supply change procedures, with site troubleshooting showing no issues and no reported problems with infusion sites or supply changes; the person also reported starting steroid eye drops about one week prior. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no reported hospitalization. Investigation included customer troubleshooting and education, device use review, and confirmation that site function and supply change procedures were appropriate. Investigation of this case revealed no device malfunction or component failure and no anomalies detected with the pump or infusion site, with the temporal association of steroid eye drops considered a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.